Event description:
Boston scientific received information that that this right atrial (ra) lead was disloged. The lead was explanted, replaced and will be returned for analysis once return kit will be received. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information received from the field representative that the lead will be returned once the product return kit will be received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.